Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects". For this incident, the sensor could not be removed during the first removal attempt on (B)(6) 2024, because the hcp was unable to localize the sensor. Transmitter was used, but no connection was possible with the sensor. An ultrasound was also used, but still the sensor could not be localized. Another attempt was made on (B)(6) 2024 and the removal was successful. This time a magnet was used along with the ultrasound to localize the sensor. This incident does not require any further investigation. B4. Date of this report updated to 22 july 2024. D6b. Explanted date updated to (B)(6) 2024. G3. Date received by manufacturer updated to 19 july 2024.

Manufacturer narrative:
The manufacturer is currently waiting for information regarding next sensor removal attempt.the additional information will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the sensor could not be removed during removal procedure on (B)(6) 2024 at 12 pm. The hcp was unable to localize the sensor using ultrasound and transmitter.